Manufacturer narrative:
Final comment from the manufacturer: (B)(4) 2011: during investigation of the device a fault which could lead to an incident was identified. One case has reported adverse events, in connection to a fault similar to that in case (B)(4), it was determined that the fault found did not have causal relationship with adverse events reported in the case. The reporting rate for the reports where a similar fault as that seen in (B)(4) has been found, is low and decreasing. Evaluation summary: result (B)(4), conclusion: the observed problem is due to an assembly fault. This type of fault occurs at a very low rate and is being monitored closely. Device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The push-button may block and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction the dose accuracy is not affected.

Event description:
The push-button was blocked and the piston rod moves backwards during dosage selection [device malfunction]. Case description: the incident does not represent a serious public health threat. Medical device information: class iib. This spontaneous case from china was reported as "the push-button was blocked and the piston rod moves backwards during dosage selection" and concerns a patient, age and gender unknown, using novopen 4 from an unknown start date to unknown stop date due to device therapy. Patient's height: not reported. Upon analysis of the returned product a fault which may lead to a severe medical consequence was found: the push-button is blocked. This case was reclassified to an incident due to this fault. Analysis reply: product: novopen 4, batch no.: (B)(4), device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The push-button may block and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction the dose accuracy is not affected. Outcome of this event was not reported. Comment: company comment: upon analysis a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill is setting the dose before returning the piston rod and neglecting to prime the pen, the patient could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the patient, because of the change in injection force and the overall risk of an adverse event is considered minimal. Based upon the analysis conclusion, the problem on the push-button is due to incorrect handling during use.